Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer(fse) was dispatched to evaluate the unit. On-site inspection shows that the power management board is faulty. The power management board is replaced. Functional and safety tests are performed. All parameter indicators meet factory requirements. The fault has been repaired and can be used clinically. The following was performed by sr service technician of the maquet failure analysis and testing dept. Wayne, nj. The failure analysis and testing department received part number: power management board serial number with a reported unit failure of the buzzer keeps alarming after powering off the unit. The fat dept. Performed a visual inspection of the part received and found the part is in good condition. The fat department installed part number power management board, serial number in the cardiosave test fixture serial number and tested to factory specifications per procedure 0002-07-d016 rev. And cardiosave service manual number. The failure analysis and testing dept. Could not verify the failure reported by the customer. Sending the board to the supplier for further analysis per procedure 0002-07-d008 rev.

Manufacturer narrative:
Due to character limitation, event site full address: no. 176, xinguang road, dongchang district, tonghua city, jilin province, a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) functions normally when in use, but the device buzzer keeps alarming after shutting down. The buzzer sound disappears after unplugging the ac plug. Plugged the ac plug back in, and the device was automatically turn on without pressing the power button. There was no casualties or harm reported to patient

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code), event site name.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (investigation conclusions), h11 corrected fields: h6 (investigation findings) a getinge field service engineer (fse) was dispatched to evaluate the unit. On-site inspection shows that the power management board is faulty. The power management board is replaced. Functional and safety tests are performed. All parameter indicators meet factory requirements. The fault has been repaired and can be used clinically. The following was performed by service technician of the maquet failure analysis and testing dept. Wayne, the failure analysis and testing department received part number: 670-00-1162_j power management board serial number: 23 00099 45_edm with a reported unit failure of the buzzer keeps alarming after powering off the unit. The fat dept. Performed a visual inspection of the part received and found the part is in good condition. The fat department installed part number: 670-00-1162_j power management board, serial number: 23 00099 45_edm in the cardiosave test fixture serial number ch339449g1 and tested to factory specifications per procedure 0002-07-d016 rev. F and cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing dept. Could not verify the failure reported by the customer. Sending the board to the supplier for further analysis per procedure 0002-07-d008 rev. The following was submitted by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. Failure analysis received from the supplier for the part. Please see attachment. They stated: "1. Perform visual check result: no abnormality found 2. Board was re-tested at fct result: failed step : 8.1.1 program dsp testware file. 3. Perform troubleshooting on the board foundq35 defective" root cause for this part is the defective q35. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) functions normally when in use, but the device buzzer keeps alarming after shutting down. The buzzer sound disappears after unplugging the ac plug. Plugged the ac plug back in, and the device was automatically turn on without pressing the power button. There was no casualties or harm reported to patient.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h11. Corrected fields: b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. On-site inspection shows that the power management board is faulty. The power management board is replaced. Functional and safety tests are performed. All parameter indicators meet factory requirements. The fault has been repaired and can be used clinically. The following was performed by abdellatif berkane, sr service technician of the maquet failure analysis and testing dept. Wayne, the failure analysis and testing department received part number: 670-00-1162_j power management board serial number: (B)(6) with a reported unit failure of the buzzer keeps alarming after powering off the unit. The fat dept. Performed a visual inspection of the part received and found the part is in good condition. The fat department installed part number: 670-00-1162_j power management board, serial number: in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per procedure (B)(4) and cardiosave service manual number 0070-00-0639 revision the failure analysis and testing dept. Could not verify the failure reported by the customer. Sending the board to the supplier for further analysis per procedure. The following was submitted by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: failure analysis received from the supplier for the part. Please see attachment. They stated: "1. Perform visual check. Result: no abnormality found. 2. Board was re-tested at fct. Result: failed step : 8.1.1 program dsp testware file. 3. Perform troubleshooting on the board. Found q35 defective." Root cause for this part is the defective q35. Retaining the part in the failure analysis and testing department per procedure number (B)(4)